Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: one empty package and one video was received by our quality team for evaluation. No sample was in the package returned. Based on the video received, leakage was observed from the injection port. The valve was observed to have moved towards the cannula hub luer side. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. CAPA#1379444 was initiated.

Event description:
It was reported that 2 venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: "details of incident / nature of device defect test above mentioned cannula was inserted into a patient who came to theatre for a nephrectomy. During the case, blood started to come out of the cannula, from the luer loc injection port. A video of this incident was obtained. Details of injury (to patient, carer or healthcare professional): due to prompt recognition, the patient came to no harm. I would like to point out that this has a high potential to severy harm patients during operations because we quite often do not have the cannula in accessible areas. If the patient had the cannula in an area covered by sheets he could have bled significantly. Another colleague reported she had a similar issue with the same model of cannulas. Video of the incident could not be uploaded due to technical glitches of your website. Video available on request action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) 1. Cannula was capped and kept in sight during the case. 2. All consultants in the department informed immediately. ( incl governance leads) 3. Datix filled in asap. 4. Theatre managers informed asap to look for that particular lot and immediately remove from circulation".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: "details of incident / nature of device defect test above mentioned cannula was inserted into a patient who came to theatre for a nephrectomy. During the case, blood started to come out of the cannula, from the luer loc injection port. A video of this incident was obtained. Details of injury (to patient, carer or healthcare professional): due to prompt recognition, the patient came to no harm. I would like to point out that this has a high potential to severy harm patients during operations because we quite often do not have the cannula in accessible areas. If the patient had the cannula in an area covered by sheets he could have bled significantly. Another colleague reported she had a similar issue with the same model of cannulas. Video of the incident could not be uploaded due to technical glitches of your website. Video available on request action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) cannula was capped and kept in sight during the case all consultants in the department informed immediately. ( incl governance leads) datix filled in asap theatre managers informed asap to look for that particular lot and immediately remove from circulation"